Manufacturer narrative:
The device was received for evaluation. The report of "inaccurate output" could not be confirmed. Both flotrac and dpt sensors of the flotrac unit zeroed and sensed pressure accurately on ev1000 and pressure monitor. No error message was noticed on the monitors. Pressure did not show any drift during output drift testing and met specification. The electrical testing showed that both input impedance and output impedance for flotrac and dpt sensors were within specifications. Zero-offset for flotrac and dpt sensors also met specification. No leakage or occlusion was detected from the sensor during leak test. No visible damage was observed from the sensor. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. No further investigation was performed since no defect was confirmed during product evaluation patient demographic data not provided due to local law in south korea prevent any disclose of personal information.

Event description:
As reported, during use in patient, this flotrac sensor provided an inaccurate output. The issue was solved replacing the device. No further information available regarding the inaccurate values obtained. There was no allegation of patient injury, and patient was not treated according to the inaccurate values.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.